Event description:
A male patient contacted lifecor customer support to report that he was getting bonging alarms and pressing response buttons, but the alarms would not stop. Support had patient make sure that all four electrodes were touching the skin. The patient removed the vest and checked to make sure everything was in its proper place. The patient put the vest back on, and the bonging continued. Support had the patient tighten the garment and the alarms stopped. About an hour later, the patient called back because the alarms started again when he laid down. Support had the patient's wife put some lotion on each of the electrodes and again try to tighten the garment. Support called the patient the next day. The patient stated that he had removed the device because of the alarming. Support sent the territory manager (tm) to the patient to replace the electrode belt. The alarms continued. The patient then stated that he had lost over 30 pounds since being fit. A smaller garment was placed on the patient, and the alarms continued.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem (device was alarming "adjust belt") was confirmed. The cause of the reported problem was intermittent connection on the j103 connector on the ca board. J103 is one of the connectors that brings ECG input from the auxiliary board portion of the monitor. The intermittent connections were making the monitor think that there was a problem with the ecgs. The root cause of the intermittent solder connections is unknown, but is likely a manufacturing defect. The monitor was repaired, retested a restocked. No adverse event resulted from the j103 failure. The patient received a replacement monitor.